Event description:
This is filed to report a device crack that resulted in a leak. It was reported that during preparation for a mitraclip procedure, the plastic stopcock attachment on the steerable guide catheter (sgc) was noted to be cracked when attempting to attach a stopcock. This issue resulted in a leak. A replacement sgc was then used to complete the procedure. There was no patient involved with the issue and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported leak / splash was due to the flush port crack. The reported crack associated with the flush port crack was determined to be due to a potential product issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception, the patient code severity aligns, and the occurrence rate is within the rate specified in the exception. Therefore, the existing exceptions are referenced. The investigation evaluated the reported issue, and the engineering group determined that the cause is potentially related to the environment (chemical stress), combined with mechanical stress; additional actions will be taken if warranted, and will be documented in per internal operating procedures. Abbott will continue to trend the performance of these devices.